Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the sensor failed per specifications.

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading ranged from 400-470 mg/dl. Troubleshooting was done and customer was advised to change out the sensor due to the change sensor alarm on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.